Event description:
Tbm called advised dealer went out to tighten brakes early (B)(6) and now called back out advised they were loose from order (B)(4), no injury, tbm could not provide any further information...(B)(4).